Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to non-physiologic noise oversensing. Technical services reviewed the data and indicated the noise could either be caused by incomplete electrode insertion, impairment of the electrode or other issue involving sense b circuit which affects primary and alternate vector. Troubleshooting was recommended to evaluate lead mechanical integrity and lead/device connection. The patient was scheduled for an in-clinic follow. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to non-physiologic noise oversensing. Technical services reviewed the data and indicated the noise could either be caused by incomplete electrode insertion, impairment of the electrode or other issue involving sense b circuit which affects primary and alternate vector. An x-ray was completed with confirmation of an electrode fracture observed. The device system was recommended to be replaced. This implantable electrode remains in service and no additional adverse patient effects were reported.